Event description:
The homecare provider (hcp) reported the following: (1) a pt, prescribed 2 lpm, was set up with h-300 in september, 2000. (2) in march, 2001, the pt was using a concentrator when they called hcp and told rt they had difficulty breathing. The pt had been sick for a week. The rt recommended the pt go to their physician. (3) the pt's family member filled the h-300 and took pt to their physician. (4) the physician called the emergency medical technicians and the pt was taken to the hospital intensive care due to difficulties in breathing and saturation levels below 70. (5) the physician called the homecare provider and said the h-300 unit contributed to the incident. He then changed the pt's prescription to continuous flow oxygen only at 2lpm. (6) hcp visited the pt in the hospital 2 days later and pt did not think the h-300 malfunctioned. (7) pt was transferred out of ICU the evening of the event date and was released three days later.